Event description:
Meter name: one touch basic original. Strip name: one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: using expired strips. Symptoms: felt a little funny. A pt reported they were seen in ER. Their meter allegedly was inaccurately low. The result on their meter was 35mg/dl, 75mg/dl, 61mg/dl, 98mg/dl, 71mg/dl. The result on the ER meter was unknown. The time difference between pt's meter and ER meter was unknown. Treatment was unknown. Pt is not sure if they were treated for diabetes or other health conditions at the emergency room. No further info has been reported.